Event description:
It was reported that during a remote follow up, inadequate capture and high pacing impedance were noted on the right ventricular (rv) lead. The physician suspected the increase in capture threshold and pacing impedance were due to encapsulation. Abbott technical support was contacted and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the inadequate capture and high pacing impedance event was sensed by the device.